Event description:
It was reported by repair work order that the hydraulic jack would pump up on the foot end. However, the head end jack could still pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.